Manufacturer narrative:
Examination of the returned trial heads does not confirm the report. The trial heads mated firmly with a retained 12/14 femoral neck trial and did not drop off or become loose. The neck trial being used during the reported surgery was not returned for evaluation. The investigation can draw no conclusions with the information made available. Product problem was not identified. Monitor via sep-419. No corrective action indicated.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
It is unknown at this time which lot number was involved with the associated event. Prospective lot numbers include: nb47834 and s02021850. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During primary tha for oa, the trial head dropped off from a femoral neck trial into the patient&#62688;body while the surgeon was conducting the trial reduction with the trial femoral neck and the trial head after inserting a broach. The trial head went deeply inside the body and the surgeon gave up taking it out of the same incision after his attempt with some devices like sharp curette for an hour. He had to make another incision to remove the device after inserting the implants. The surgery was completed with a 60-minute delay.